Event description:
The explanted generator was received by the manufacturer for product analysis. Product analysis was performed on the explanted generator. The generator performed according to functional specifications and there were no abnormal performance or any other type of adverse conditions found with the returned generator. No further relevant information has been received to date.

Manufacturer narrative:
Suspect device software version: version 1.5.2.1.

Event description:
It was reported that the patient's generator was replaced and the lead impedance post replacement was within normal limits. The representative reported that high impedance was detected in pre-op using m3000 v1.5 software. It was reported that the high impedance was detected on two programming systems. For model 102/102r generators programmed to output currents 1 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. The explanted generator has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that system diagnostics for the patient¿s model 102 resulted in high impedance. It was also stated that v1.5 software was used on the tablet that performed the test and that the patient presently shows no symptoms of high impedance. It known that generator model 102 and 102r devices when system diagnostics are performed with v1.5 software can show a false high impedance. Therefore no conclusion can be drawn at this time. No additional relevant information has been received to date.